Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable intact human chorionic gonadotropin + the b-subunit (B)(6) results for one patient sample. The initial result was 1.20 miu/ml. The repeat results were 162.7 miu/ml and 175.2 miu/ml. The initial result was reported outside the laboratory. There was no adverse event. The (B)(6) reagent lot number and expiration date were requested, but were not provided. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.